Manufacturer narrative:
The customer reported that the system had low aspiration during surgery. There was no reported patient harm. The company service representative examined the system and was unable to replicate the reported event. The company service representative also spoke to the surgeon onsite and the surgeon stated that the system has been functioning as intended. The system was then tested and met all product specifications. The system was manufactured on (B)(4) 2015. Based on qa assessment, the product met specifications at the time of release. As of (B)(4) 2017, a review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The root cause cannot be determined conclusively.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a procedure, low aspiration was experienced. The case was completed. There was no patient impact reported.